Event description:
A patient reported on (B)(6) 2016 stating that stimulation would not go past their knees and was not in the correct location. They fell in 2016 after getting anaphylaxis shock due to an antibiotic medication, and their feet went numb at about that time. They also reported getting shots for pain. The indication for use was spinal pain. Additional information was received from the patient on (B)(6) stating that a company representative (rep) had helped them over the phone and their device was working fine and they had no problems at that time. The patient's spouse also responded that day stating that the infection and antibiotics that led to anaphylaxis shock was not related to the stimulator, as the patient had an infected tooth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.